Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. No anomalies or defects were found regarding the auxiliary channel. It was discovered, there was no air or water at the output of this endoscope due to a clogged nozzle. In addition, it was noted the rubber glue was separated and deteriorated, light guide rod lens (2x) were cracked, celling plate was deformed, key top 1 rubber had a pin hole, universal cord had buckles, charged coupled device-cover lens was chipped, electrical contacts of the plug unit were damaged (slightly), biopsy channel wear and tear, angulations were out of specification and the insulation distal end value resistance was out of specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, there was a channel problem with the evis exera iii colonovideoscope. Upon inspection and testing of the returned device, it was discovered the nozzle was clogged by a white-colored material that looked grainy. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material unable to be removed although the correct reprocess was performed due to the buckling of the nozzle found during evaluation.